Event description:
Reporter noted insufficient aspiration and changed the cassette. There was a surge, and posterior capsule tear occurred. Anterior vitrectomy performed and intraocular lens implanted in sulcus. Corneal edema is clearing slowly.